Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient's implantable neurostimulator (ins). The hcp stated that the patient had a lead revision. No further complications were reported.